Manufacturer narrative:
D2b: additional medical device type: fpa a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. Instead, functional tests were conducted using ten retained samples from each lot number provided, and no leakage was observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5056821, for the indicated failure mode: sleeve function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.